Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter had no damage and was advised that the transmitter was functioning correctly. Customer's blood glucose was reported to be 492 mg/dl. Customer stated that the test plug passed and the sensor will be replaced.